Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 600cc mentor memorygel breast implant and during revision surgery to go smaller, right side breast implant rupture was found on (B)(6) 2021. The replacement implants used were catalog number 3503751bc; serial number (B)(4) on the left side, and catalog number 3503751bc; serial number (B)(4) on the right side.

Manufacturer narrative:
On april 15, 2021, mentor became aware that patient also experienced bilateral capsular contracture; baker grade unknown, and bilateral ruptures. Clinical code "capsular contracture" has been added to field h6. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).